Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 59-year-old male patient was on impella cp and was to be escalated to an impella 5.5 for continued hemodynamic support. The cp-accessed limb had vascular occlusion that prompted surgical closure and fem-fem bypass. The 5.5 was placed and the patient expired day later while on the 5.5 pump.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the issue was patient pvd condition related. The failure mode will be monitored and trended.